Event description:
It was reported that while using the previously working remote monitor, the power arbitrarily shut down when the patient attempted to read the heart device and would not turn back on. The batteries were replaced with new batteries, but the monitor still did not power on; therefore, the monitor will be replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.